Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. Although the exact implant date was not provided, the complainant reported that the stent was implanted seven years ago. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted within the airway of a patient during a stent placement procedure approximately seven years ago (exact procedure date is unknown). According to the complainant, the indication for the stent placement was for palliative treatment of lymphoma. However, the patient is currently in remission. During a recent bronchoscopy procedure, seven years after the stent placement, the physician noticed that a few of the stent wires have broken. The physician commented that the stent has performed very well over the past seven years and "looks almost perfect" when it is not under pressure. However, the physician is also concerned that the broken wires may cause issues when the stent is compressed as they could touch the other side of the airway. The physician plans to implant another ultraflex stent within the existing stent in the next few weeks. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be fine.